Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer alleges the commode seat has cracked.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer alleges the commode seat has cracked.